Event description:
Customer reported receiving a motor error alarm on the insulin pump during bolus. Customer does not recall any significant events leading up to this error alarm. Blood glucose level was 436 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No motor error alarm was noted. The motor was tested outside of the device and passed. The insulin pump functioned properly. The insulin pump was received with minor scratches on the display window, cracked reservoir tube, cracked reservoir tube lip, cracked battery tube threads and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.